Manufacturer narrative:
Result of investigation: the most probable root cause, based on the investigation of dqa is a leaky control valve due to contamination in the gas line. The failure code 3ff, displayed on the touch screen (recognizable for the user) in combination with the internal code 0xe021 (not recognizable for user) is clearly showing a leak in the valve. This does not lead automatically to a misfunction of the unit. Therefore, the user did use the ui500 several times without problems, instead of the appearing error code, before he decided to send in the unit as a claim. For that reason, 4 different complaints were notified to get the treatments documented. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that an error code keeps showing up when the user is using the device. No harm to patient, user or third reported. The procedure could be completed successfully without delay.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).